Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: the pump black box data was found to begin on (B)(6) 2015; the data from the time of the event had been overwritten due to continued patient use. The available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging blood glucose levels as high as 24.3 mmol/l with symptom of racing heart beat and the reporter indicated that the pump did not appear to be delivering insulin as it should be. The reporter indicated having surgery on (B)(6) 2014 and since resuming pump therapy, blood glucose levels were elevated. The reporter indicated that the blood glucose levels were responding to correcting using injection. The reporter confirmed that there were no noted site issues and indicated that the site was changed twice since the issue started. The pump was reviewed with the reporter and found that the total daily dose appeared appropriate, temporary basal rates were run 3 of the last 7 days per the pump history, all of the pump settings were programmed correctly. The reporter indicated that the insulin used in the cartridges was stored in the refrigerator and the cartridge was being filled from the insulin directly from the refrigerator; no air bubbles were noted in the cartridge or tubing. The reporter was advised that the troubleshooting of the event indicated that there was no indication of a pump malfunction related to the event; the reporter was advised that the surgery could be affecting blood glucose levels and if there were site issues that could prevent absorption of insulin. This report is made based on the indication that the patient experienced hyperglycemia which may have been contributed to by use error including filling the cartridge with refrigerated insulin.